Manufacturer narrative:
(B)(4). The sample was reported to be available for evaluation. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak from the silicone tubing of the transfer set discovered during use. There was patient involvement, but no patient injury was reported. Prophylactic antibiotic was given. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received for analysis and the initial evaluation confirmed the reported condition. A visual inspection and leak testing were performed which identified a cut/hole in the tubing. A clear passage test and a clamp function test were performed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.